Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 22-sep-2025, the user reported continuous glucose monitoring (cgm) dexcom g7 inconsistencies, with readings showing 348 mg/dl on cgm and 251 mg/dl on finger stick. Earlier, the user had treated a low (56 mg/dl cgm, 71 mg/dl finger stick) with juice and food, which led to elevated bg. The agent guided the user through sensor calibration, and bg levels trended down to 240 mg/dl on both readings. The highest blood glucose (bg) recorded was 356 mg/dl, and the lowest was 56 mg/dl. Bg was corrected by treating the low with juice and food. No symptoms were reported during the event, and no medical intervention was required at the time of call.